Event description:
Customer reported that t:slim x2 pump battery would not charge and several troubleshooting steps were taken but did not resolve issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace pump, and instructed customer to return faulty pump with provided materials, ensuring continued insulin delivery using mdi backup therapy.